Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02104. It was reported that the patient's therapy was decreasing by itself. High impedances were measured at one lead, and low impedances were measured at the other, but due to insufficient information, high and low impedances are being reported on both leads. X-ray imaging revealed that one lead had migrated. As a result, surgery may occur to address the issue.

Event description:
Additional information was received that surgery occurred to explant and replace the leads, which resolved the issue. Effective therapy restored postoperatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.